Event description:
It was reported that patient underwent orthopedic salvage procedure on (B)(6) 2012. Subsequently, a revision procedure was performed on (B)(6) 2013, due to fracture of the anchor plug. The anchor plug, tibia bearing, femoral segment, yoke, spindle and centering sleeve were removed and replaced.

Manufacturer narrative:
Evaluation of the returned device found that it met design specification. Material analysis found that no fracture artifacts remain that might suggest fracture classification.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.